Event description:
It was reported that this right atrial (ra) lead pin and lead body were separated during lead removal. In addition, the conductor was exposed, even though the lead was not pulled very hard. The atrial lead was disconnected from the conductor between the lead pin and the lead body and the lead tip was ligated and implanted. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.